Event description:
Reporter stated that pt obtained back-to-back blood glucose result of 70 mg/dl and 345 mg/dl, while using the suspect device. Based on the value of 345 mg/dl, pt reportedly delivered 4 units of insulin lispro. Reporter noted that 1.5 hrs later, pt felt like blood glucose was low. Pt retested blood glucose, using the suspect device, and obtained a result of 50 mg/dl. Reporter stated that pt self-treated by drinking orange juice. No pt injury was reported. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.